Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, h11. The reported event was confirmed by review of pictures. Review of the most recent repair record identified based on the picture the locking latch was loose however, the lid locking check passed. Unit scrapped. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in romania. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the button that is pressed to close the battery case became loose. The device reportedly exhibited a loose battery case closure button on an unknown date. No additional details were provided regarding when the issue was discovered (e.g., during setup, intra-operatively, or post-use) and no environmental factors were reported. There was no patient involvement. Attempts have been made and no further information has been provided.